Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient hadn't used their implant for their bladder and had it off for a year. The patient stated they didn't need their implant for the bladder because they had a pain stimulator that was ¿taking over¿ and helping with bladder and spine. The patient stated all of a sudden the implant started working and it woke the patient up with a lot of pain. The patient tried to check if the stimulation was on with their programmer, but the batteries needed to be replaced. The patient had replaced the batteries prior to the call. Patient services walked the patient through use of the programmer and stim was on and set at 2.1. The patient stated the last time they used their implant they turned stimulation off so they didn't know how the stimulation turned on. The patient turned stimulation off and stated they would leave it off until they saw their healthcare provider. The patient stated ¿that¿s a relief¿ with stimulation off. No further complications were reported.